Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. Additional information received from the patient noted that approximately one and one half years post implant the device began to migrate toward "the armpit area." The device was repositioned and stitched in placed. The patient further reported that approximately one year after repositioning the device "again moved over in the same area and felt something strange and one of the wires was starting to poke out." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event of infection was submitted via an alternative summary report. The additional information was received and noted device migration which is not eligible for summary reporting and is being submitted via a bimonthly report. Product event summary: (B)(4) - the device was returned, analyzed and no anomalies were found. Concomitant products: 694965 implantable tachy lead, implanted: (B)(6) 2005; 419478 implantable pacing lead, implanted: (B)(6) 2005; 407652 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).